Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced angina, shortness of breath and the feeling they had before they got an implantable pulse generator (ipg) implanted. The patient states the ipg "just quit" on them. The ipg remains in use. No further patient complications have been reported as a result of this event.